Event description:
The customer reported the subject device exhibited poor air/water supply due to clogged nozzle. The reported issue occurred during maintenance inspection of the subject device before procedure. Reportedly, the subject device was not used during the intended procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the foreign material.

Manufacturer narrative:
During inspection and testing of the returned device, the foreign material could not be identified. The customer confirmed that they follow olympus instructions for use (IFU) to reprocess the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be determined. In addition, service found the adhesive on the bending section cover was chipped, the air/water supply pipe was loose, and there was water coverage on the electrical connector. The bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. Scratches were observed on the switch button #1, the actuators, the tip cover, the hardness adjustment ring, the switch box, the actuator cover, the up/down knob, the right/left knob, the grip, the universal cord, the protector on the scope connector side of the universal cord, the protector of the universal cord on the control section side, the scope connector, and the right left angle fixing knob due to external factors. The air/water flow was insufficient, and the water removal ability was out of specification, due to clogged nozzle. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.